Manufacturer narrative:
PMA 510k: 03nov2020. Date of report: 04nov2020 . The customer found a third party to repair the issue. The equipment has been repaired and can be used normally. The customer did not provide repair details. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
(B)(6) 2020. (B)(6) 2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported touchscreen failure. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.